Event description:
Surgical mesh was used transvaginal to correct a bladder problem and rectocele. Within three weeks, I was having extreme pain in the pelvic region. Within two to three months, I had mesh erosion for the mesh used in the bladder repair. I had to have that removed. It did not help with my pain, and difficulty walking. My bladder problem returned worse than before. The mesh used to treat my rectocele had starting eroding also. I had that removed. I am still in great pain, suffer from bladder and anal incontinence worse than ever. It is impossible to walk any distance without pain. I can not have relationships with my husband. I have permanent nerve damage and now need to take morphine and neurontin to make it through the day. Please don't allow this mesh to continue to be used on women. My physician did not tell of these complication and supposedly took in a seminar to learn how to do them. Of course I found this out afterwards, and also that there were alternative treatments for my problem that where not offered to me. The product used was by johnson & johnson. Gynecare and nylon sutures were used.